Event description:
The facility reported that a patient who was in a very bad state of health, and had contractures was being transferred in a toilet sling equipped with a chest strap. The patient dropped out of the sling. The patient sustained a small abrasion to the back of the head and was sent to the emergency room. The patient was treated with saline and 3m spray, routine head injury examination and was released. The patient was diagnosed with gastroenteritis (gastric flu) and related symptoms of vomiting and blood in stool. The patient later died, apparently from causes not related to this event.